Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient presented to the ER not feeling well with a low heart rate. The implantable pulse generator (ipg) battery was found to have depleted, making device interrogation difficult. The patient had to be externally paced as the ipg was not capturing due to battery depletion. The ipg was explanted and replaced and the patient felt much better. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Preliminary and functional analysis revealed a no output and no telemetry condition which was the result of a depleted power supply. Longevity testing at implant parameters revealed the device met its expected longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.